Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump vibrated then the display was blank after moisture exposure. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronic assembly. We were unable to perform the self test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test due to blank display. Also, received with corrosion on the motor and force sensor and moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, cracked case behind the pump at the corner of the belt clip rails, broken battery tube threads, missing display window cover, end cap address label peeling, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.